Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced a temporary loss of flow calculations, indicated by a yellow exclamation mark and the message ¿flow calculations disabled,¿ accompanied by loss of the pulmonary artery signal. The motor current remained stable and purge flow was maintained throughout the event. The episode occurred shortly after the patient had a coughing fit. Flow readings and normal display function returned approximately thirty-five minutes later.

Manufacturer narrative:
D1 (brand name) has been updated. D9 (date device returned to manufacturer) has been added, as the product was returned. H3 (device evaluated by manufacturer?) Has been updated to "yes" as the pi was completed with the product returned. Placement signal issue: the cause of the placement signal issue was unable to be definitively determined as no data logs from the field were returned for analysis.